Manufacturer narrative:
On 10/22/2019, mentor became aware that right side expander was explanted on 06/23/2019, and left side was explanted on (B)(6) 2019. Hence, field d7 explantation date has been updated on this form. This report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and / or reoperation: bilateral expander deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent unspecified breast augmentation with cpx4 with suture tabs medium height smooth expander and was presented with bilateral expander deflation postoperatively. As a result, the expanders were explanted on (B)(6) 2019. This report is for the patient¿s right-sided expander.